Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Also was involved pxc121000j/14447381 UDI# (B)(4). As it was reported that "the occlusion of the stent graft was observed approximately 2 years later after the initial procedure", the date of the event will be used as (B)(6) 2018 as the best estimate. Additional information was requested but was not available. Please note that the medwatch# 2017233-2020-00262 was emailed to FDA to cover the type ii endoleak and the aneurysm enlargement. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel. Additionally, the IFU stay: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques. Key anatomic elements that may affect successful exclusion of the aneurysm include significant calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment for an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis. After all devices were implanted, the angiography imaging identified a type ii endoleak from the lumber artery. The physician decided to monitor the endoleak. On an unknown date, the follow-up exam was identified that the type ii endoleak was still remains and an aneurysm was enlarged (amount unknown). The devices in the right limb were occluded (from a flow divider of the trunk ipsilateral leg endoprosthesis to contralateral leg endoprosthesis which was implanted in the right common iliac artery). The occlusion was observed approximately 2 years later after the initial procedure. On (B)(6) 2020, the physician attempted to embolize the lumber artery, but it was not success because it was difficult to cannulate to the lumber artery. On (B)(6) 2020, the nbca was percutaneous injected into the aneurysm sac. No reintervention was performed to treat the stent graft occlusion in the right limb, because there was no symptoms. The physician decided to monitor it. The physician suggested that the cause of stent graft occlusion is that there was calcification and stenosis in the right common iliac artery.